Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the investigation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed a decrease in remaining longevity of two years which was observed over a six month time period. A boston scientific engineer evaluated the device data and determined the decreased longevity was due to the installation of signal artifact monitor (sam) which increased the device power level. No adverse patient effects were reported.